Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that the customer's insulin pump was exposed to moisture. Customer's blood glucose level at the time 84mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump was programmed and monitored for one day with no display anomalies noted. All operating currents were within specification and no alarm was noted. The insulin pump passed the self test and the displacement test. The insulin pump had a cracked display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip. No damage was noted on the isolation tape on the liquid crystal display board. The insulin pump had moisture damage on the display circuit board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.